Event description:
Caller reported false negative results on two pts using pss select hcg urine cassette. Dates of events/time of collection: 2009, first-am urine; twelve days later, mid-day urine. Both pts ran home pregnancy tests with positive results. Quantitative serum hcg results: 48miu/ml and 71 miu/ml.

Manufacturer narrative:
Investigation: lot number(s): hcg8110176, expiration date(s): 11/2010. Control lot: 20miu/ml hcg urine control lot: hcg090304-02; 100miu/ml hcg urine control lot: hcg090521-01; 255.3iu/ml hcg urine control lot: hcg090526-03. Summary results: the retention devices meet qc specification. Correct positive results were observed at 3 minutes reading time when tested with 20miu/ml hcg urine control. Clearly positive results were observed when tested with 100miu/ml hcg and 255.3iu/ml urine control. Conclusion: the retention devices meet qc specification. No false negative result is observed; this complaint is not confirmed. Returned devices were also tested against in-house controls. Lot number (s): hcg8110176, expiration date(s): 11/2010. Control lot no: 20miu/ml hcg urine control lot: hcg090304-02, 100miu/ml hcg urine control lot: hcg090521-01, 216.0iu/ml urine control lot: hcg090526-01. Summary of results: the return devices meet qc specification. Correct positive results were observed at 3 minutes reading time when tested with 20miu/ml hcg urine control. Correct positive results were observed at 3 minutes reading time when tested with when tested with 100miu/ml hcg and 216.0iu/ml urine control. Conclusion: the return devices meet qc specification. No false negative result is observed; this complaint is not confirmed. Nothing abnormal found in batch review, and the product number, product description and lot number was verified. Corrective action required at this time as no product deficiency was established.